Event description:
Related manufacturer ref: 2184149-2022-00065. During an rfa procedure for a bilateral l4-s1 procedure, a few times during ablation the patient complained of a burning pain when rf was started. The generator was stopped each time the patient complained of the pain. The procedure was eventually completed with the same generator. Once the grounding pad was removed, no remarkable findings on the skin were noted. After exiting the procedure room, ten minutes later a burn mark was noted where the grounding pad was removed. The burn was noted to be both a first degree and second degree. Ice was immediately placed to the area, silvadene cream was applied, and dressing placed. Antibiotics were then prescribed by the provider. The grounding pad did not overlap with any other patches and there were no wrinkles or edges that were lifted on the pad when placed. The patient was neither hairy or diaphoretic at the grounding pad site. The patient did report the presence of hardware in their bilateral hip, knee, and femur . There were no alarms or performance issues with the generator or grounding pad.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the information received, the cause of the reported burn remains unknown.